Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the returned product/provided pictures identified hex driver is confirmed fractured on the hex end. No fractured fragments were returned or appear retained within trial cone body. Hex driver has scratches on the tapered shaft and quick connect end. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hex driver screw snapped off in the thread of the trial cone body. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 31-301321, lot#: 398251 arcos con sz a std 70mm trl. Cat#: 11-300917, lot#: 66757935 arcos 17x190mm spl tpr dist. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.